Event description:
Customer stated, "pad shorted out and sparked. And blew the fuse breaker" the product has not been returned for investigation. Customer also stated "she had accidentally stepped on the switch the day before" IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration." Customer also stated "had the pad on with a rubber band around the switch and it sparked and blew the breaker " the customer defeated the safety mechanism on the hold down switch. The customer did not claim any injury.